Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they hadn't used the communicator in maybe 5-4 years, but they thought they would try it again. Patient went to see the medtronic representative at the hospital a couple days ago and the representative couldn't get the tm91 to turn on. Patient said the representative said the implant was at 60% but the communicators wouldn't turn on at all. Patient also said the intensity was a little too much for him right now, his legs and feet were practically numb and it was hard to walk. Patient mentioned that they walk like they are half drunk when they get off balance. During the call, the communicator wouldn't power on. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient was redirected to healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.